Manufacturer narrative:
(B)(4). Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Device downloaded to obtain power graph, however device unable to download power information due to corroded electronic assemblies and corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer received a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.